Event description:
It was reported that "the guide wire from a multi-med central line kit got stuck in the introducer needle during the procedure. The md (procedural resident) was physically unable to remove the guide wire during the procedure. The patient went into arrhythmia (intermittent ventricular tachycardia) and the md team aborted." Attempts to obtain additional clinical information were unsuccessful. It is not known how far the wire was inserted into the needle or into the patient when the problem occurred, or if any damages were found on the needle or wire after removal from the patient. It is also not known if the arrhythmia reported was a pre-existing condition or if the wire was inserted deeply enough to induce the arrhythmia.

Manufacturer narrative:
Initial communication with the reporting facility indicated that the devices may be available for evaluation and the device is expected to be returned.

Manufacturer narrative:
One 0.035" x 60cm edwards's guidewire and a non edwards 18 gage thin wall needle (possibly martec) was received. Visual examination found the guidewire to be kinked in several areas along the straight tip end of the wire, proximal end of the needle hub. The kinking may be due to the customer trying to pull the wire out of the needle. The wire was received stuck inside the needle. An attempt was made to remove the guidewire from the needle by soaking both in hot water. The wire was removed and there appeared to be subcutaneous tissue stuck to the guidewire and is the cause of the wire becoming stuck inside the needle. Although the reported nonconformance was confirmed, there was no evidence of a manufacturing nonconformance found to the guidewire during the evaluation. No actions will be taken at that time. Two lot numbers were reported: 59022626; expiration date: 03/01/2013; (B)(4); manufacturer date: 03/18/2011. 59008883; expiration date: 03/01/2013; (B)(4); manufacturer date: 03/16/2011. A review of the manufacturing records indicated that the product met specifications upon release.